Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) shut down the medstation and removed the back panel. Fse disconnected and reconnected the rowboard cable from the drawer control board and cubie trays, then secured the back panel and powered the station back on. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 pocket e1 was failed to open and shown rewrite or invalid cubie memory. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.